Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity. The patient presented with alerts indicating, "charge circuit inactive, all automatic and manual therapies disabled" and "excessive charge time detected, device end of service (eos) indicated, replace device immediately." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
This device was included in that field action, and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The charge timeout was confirmed using the original device battery. When the battery was replaced with a donor battery of similar voltage, the device was able to successfully complete a full energy charge with nominal charge time. The device also functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. No hybrid anomalies were found. The results were consistent with the device battery causing the charge timeout. Further battery testing was conducted. Based on the destructive analysis results, no internal short occurred in the battery. There was lithium severing (complete isolation of the lithium between segments) found in several turns of the anode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.